Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were using the device for the treatment of bladder issues. The patient reported their symptoms were worse with the permanent implant. The patient noticed this at least 3 weeks ago right after they came from the hospital. The patient already adjusted the therapy with their representative. Agent advised to keep monitoring symptoms for at least a week before making any other adjustment, also informed patient about therapy increasement to a comfortable level if needed.the patient was redirected to their healthcare provider (hcp) to further address the issue.